Event description:
The customer reported that during acceptance testing, the unit constantly re-boots itself when switched on.

Manufacturer narrative:
Physio-control evaluated the device and observed that it would constantly re-boot when it was powered on. A replacement device was provided to the customer. Physio-control is continuing to investigate the reported event.